Manufacturer narrative:
Based on the received information, the patient had poor hearing perception with the device. However, the available information does not allow to determine an exact root cause. Reportedly, patient will not use the device and does not want to undergo explantation surgery.

Event description:
The patient reported that for many months his hearing performance with the device was poor. He only reported it when he came to the clinic later in (B)(6) 2017 as he had not been using the device regularly over the last year. He also commented that he feels an electric shock sometimes from the device when using the processor. There was no incident of accident or trauma reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that his hearing performance with the device had been poor for the last few months. There was no incident of accident or trauma.